Event description:
Ous MDR - after an implantation period of approx. 12 months a raising shock impedance (> 200 ohms) was reported. The xray showed no anomaly, so the pocket was opened and the lead was disconnected, cleaned and reconnected but the impedance was still > 200 ohms.the physician decided to replace the lead. After extraction a possible lead defect at the level of the tricuspid valve with insulation extrusion was observed. An implant date was not reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed the ligature marks approx. 29 cm distal to the df4 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 54.5 cm and 55.5 cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. In this region the conductor cable to the shock coil was fractured. These findings can be considered as the root cause of the clinical observations of increased shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the shock coil were detected which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.